Event description:
Information received by medtronic indicated that customer experienced the low battery transmitter alert or short transmitter battery life. No harm requiring medical intervention was reported. It was unknown about troubleshooting . The transmitter will not be returned for analysis.